Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" on glucose monitor. Suspected cause was due to having a correction factor setting that was too low. Customer treated high bg with a correction bolus via pump. Customer updated the correction factor setting to address the event.